Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42 with their device. There was no adverse impact to the customer¿s blood glucose level noted. The customer was guided through a pump reset by technical support, which resolved the issue as the error did not reappear, and the sensor session was successfully started.